Event description:
I had a medtronic pain pump 8835 implanted and for two years I complained that it did not work. After that time, it was tested and found faulty. In 2014 I had a second one implanted and it also was faulty, but with no proof of what happened to the second pump or even the first will be hard to prove this. After the second surgery, I was told that the catheter was left in me which has caused me major problems. So I feel I must let others know how about the risk they are taking when choosing doctors and medical devices. This has caused more pain and depression than one person should have to carry around. I am trying to remember all dates, but I am having issues now with my short term memory.